Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-xxxxx. (MDR# 2022-00973-01). Investigation is still ongoing.

Event description:
As reported by an edwards lifesciences affiliate in (B)(4), a 23mm sapien 3 valve was deployed in a higher position at non-coronary cusp (ncc), and malposition of the valve occurred. It caused aortic regurgitation from the ncc; therefore, a 2nd valve was deployed lower than the first one at 90:10 (aortic / ventricular) area. The position was satisfactory.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-xxxxx. (MDR# 2022-00973-01). Investigation is still ongoing.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), a 23mm sapien 3 valve was deployed in a higher position at non-coronary cusp (ncc), and malposition of the valve occurred. It caused aortic regurgitation from the ncc; therefore, a 2nd valve was deployed lower than the first one at 90:10 (aortic / ventricular) area. The position was satisfactory.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-03862. (MDR# 2022-00973-01).

Manufacturer narrative:
The following report fields have been updated due to additional information received and corrected information from report type such as b1 from product problem that is now unchecked based on two adverse events malposition and paravalvular leak that occurred : the edwards sapien 3 transcatheter heart valve (thv) was not returned for evaluation and therefore visual, functional, and dimensional testing was not performed. No imagery was returned. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history record (DHR) and lot history are required. Since no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The labeling/instructions for use (IFU) for certitude delivery system with s3, japan, and sapien 3 certitude procedural training manual were reviewed. Per the warnings/caution: measure correct sizing of the annulus or surgically implanted bioprosthesis. Incorrect measuring could lead to paravalvular leak, migration, embolization, residual gradient (patient-prosthesis mismatch) and/or annular rupture. Ensure that the thv is in the correct position between internal shoulders on the delivery system. No IFU/training deficiencies were identified. The complaints for "valve deployment and position - malpositioned thv" and "valve deployment and position - deployed valve exhibits paravalvular leak- were unable to be confirmed due to unavailability of procedural imagery. No potential manufacturing non-conformance was identified. A review of IFU/training materials revealed no deficiencies, and a complaint history review is not required. There was no evidence of product non-conformance's or labeling/IFU inadequacies identified in the evaluation. Since no product non-conformances were identified, a product risk assessment (pra) escalation is not required there was no edwards defects identified, no corrective or preventative actions are required. As reported, "the valve was placed in a higher position at non-coronary cusp (ncc) side influenced by severe calcification on it. It caused aortic regurgitation from the ncc side; therefore, a 2nd valve was deployed lower than the first one at 90:10 (aortic / ventricular) area". In this case, due to severe aortic calcification, the valve could not be properly positioned and deployed which resulted in valve deployment at high position. As such, available information suggests that patient factors (calcification) may have contributed to the complaint event. The complaint for "valve deployment and position - malpositioned thv" was unable to be confirmed. No manufacturing nonconformance was identified during evaluation. Available information suggests that patient factors (calcification) may have contributed to the complaint event. Since no labeling or IFU inadequacies were identified, no corrective/preventative action nor pra is required. As reported, the valve was positioned at high position, which may prevent proper sealing of the valve against the native annulus resulting in paravalvular leak. As such, available information suggests that procedural factors (thv malposition) may have contributed to the complaint event. The complaint for "valve deployment and position - deployed valve exhibits paravalvular leak" was unable to be confirmed. No manufacturing nonconformance was identified during evaluation. Available information suggests that procedural factors (thv malposition ) may have contributed to the complaint event. Since no labeling or IFU inadequacies were identified, no corrective/preventative action nor pra is required. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. In this case, there was no allegation or indication a product deficiency malfunction contributed to this adverse event. The available information suggests/indicate that the cause of the valve malposition was due to patient factors (calcification) may have contributed to the complaint event. The cause of the paravalvular leak was due to procedural factors (thv malposition) may have contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.